Manufacturer narrative:
Concomitant products. Product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that controller screen with text software problem occurred. Patient reported "software problem please call medtronic" screen since 2019 (a month or so ago). Patient had removed and replaced the li battery. Exact information was displayed on controller screen: 1) intellis, 2) 3.0, 3) 58 and 4) qf-new. The controller was not connected to the ac adaptor. The controller was connected to the recharger. Lithium ion battery pack was used at time software problem was displayed on controller screen. Patient repeated that when he was recharging the ins last night the green light was flashing but when he checked the ins was not charged. Patient reported that he had a fall from last year and he wanted to know if some of the issues he was having with his equipment could be related. Patient called back stating that he received replacement equipment, but was having difficulty navigating through the set-up. Patient service specialist (pss) walked the patient through successfully setting up the replacement controller, and ensuring the date and time were accurate. Reason for calling was resolved on the phone. Patient could not get ins to charge. They x-rayed it and said it was alright. Patient felt ever since he fell he had a problem charging the ins. No device found (screen 16) was on controller screen. Patient confirmed charge quality was excellent. Patient met with the healthcare professional (hcp) and a lady who helped do some reprogramming. He got a new controller because he was seeing screens on controller with some numbers.